Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report the occurrence of a misidentification of legionella taurinensis as legionella rubrilucens in association with the vitek® ms system. The identification to legionella taurinensis was confirmed via dna sequencing. The testing facility is an industrial customer performing microbiological tests for water samples. Since the vitek® ms system is also used in clinical settings, there may be a potential for adverse event if the event were to reoccur while testing a clinical patient sample. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.

Manufacturer narrative:
Biomérieux conducted an internal investigation: system was operational during the test. Regarding the customer data the most probable identification is aeromonas sobria/veronii. However, as the strain was not available for further investigation, it is not possible to confirm the identification. The customer observed results discrepancies between vitek® ms knowledge base (kb) v2.0 and kb v3.0, it is due to an improvement made to vitek® ms kb v3.0 regarding aeromonas species. Aeromonas sobria is part of the kb v2.0 and since the kb v3.0, the organism is identified by a slashline result as aeromonas sobria/veronii. These modifications have been made in order to improve the vitek® ms performance and avoid any identification issues. The customer results obtained with vitek® ms are described as follows: * with kb v2.0: aeromonas hydrophila/caviae * with vitek® ms kb v3.0: aeromonas sobria/veronii. In addition, the kb user manual, ref. 161150-556-b for vitek® ms clinical use v3.0 mentioned the following limitations regarding aeromonas species: * aeromonas hydrophila/caviae and aeromonas sobria should be considered as an aeromonas species group identification. * subspecies or species group is displayed as a low discrimination result. A choice should be made between the proposed subspecies or species. * this species is associated with a high level of unidentified results. The suspected root cause of the issue: * non-optimal spot preparation. * system limitation (regarding aeromonas species for vitek ms kb v2.0).

Manufacturer narrative:
Biomérieux conducted an internal investigation: system was operational during the test. Biomérieux tested the customer strain as follow: with another molecular analysis more efficient to this strain type (gene mip sequencing) = legionella rubrilucens. Uv test = negative. Based on the molecular analysis and vitek® ms result, the customer strain showed high similarity to legionella rubrilucens, however the uv test result was contradictory to legionella rubrilucens. Biomérieux concluded that the customer strain belong to a subspecies that has not been described yet. Regarding the customer data and the investigation performed, the most probable identification is legionella rubrilucens. Therefore, vitek® ms system worked as intended, it identify the strain to the correct species. The suspected root cause of the issue: none. Vitek® ms system worked as intended.